Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient received rewarm therapy on an arctic sun device, when a low flow/patient line open alert 1 and 2 was received. The flow rate was 0lpm. The patient's temperature was 36.9°c, and the water temperature was 14.2°c. Per troubleshooting, the nurse confirmed that the patient returned from a computerized tomography scan. The nurse disconnected and reconnected the pads holding only the blue tubing. The flow rate continued to be 0lpm. Ms&s instructed the nurse to empty and disconnect the pads, and place the device into manual mode, with only the fluid delivery line attached. The device and left chest pad were in specification. However, the other three pads were not. The complainant also tried multiple valve sets and the flow rate and inlet pressure were low each time (ip never exceeded -2.2). Because the rewarm phase of therapy was almost complete, the nurse decided to discontinue therapy and warm the patient with blankets.